Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, device went into back-up vvi mode when firmware upgrade was attempted. The patient was asymptomatic. Device function was restored successfully by device download. The upgrade was not attempted again. Patient will continue to be monitored with normal follow-up.